Manufacturer narrative:
This follow-up report is being filed to relay additional information which was unknown at the time of the initial medwatch and to report device evaluation results. Evaluation of the returned component confirmed the complaint, whereby the taper adapter was jammed on the stem. Due to the two parts being stuck together and damaged, dimensional analysis was not performed. The damage to the neck region of the stem, most likely occurred during the attempt to remove the head, which would have resulted in a recommendation to remove the stem regardless of whether the taper adapter was removed.

Event description:
It was reported that patient underwent hip arthroplasty on (B)(6) 2006. Subsequently, patient was revised on (B)(6) 2014 due to arthritis; from a hemi hip to a total hip. During the revision procedure, the surgeon could not get the taper adapter to disassemble from the bio-moore stem. The surgeon spent 30 minutes attempting to detach the stem from the taper adapter. The surgeon opted to remove the stem in order to complete the procedure. The procedure was completed with a competitor cement hip spacer mold.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Device availability - the device is reported to be available for evaluation; however, it has not been received by biomet orthopedics to date. In the event that the device is received and evaluated, a follow up report will be sent to the FDA to provide results.